Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 4 of 5 on the home choice (hc). The technical service representative (tsr) explained and per the home patient (hp), the supply line disconnected from the bag. The hp cycled the power and assisted to retrieve the cassette. The tsr advised the hp to let the registered nurse (rn) know about the alarm. During a follow up call with the home patient (hp) on (B)(4) 2012 regarding the system error 2240 and the solution bag disconnection, the solution bag connection was not tight enough and disconnected. The hp started over with new supplies and resumed therapy. The hp stated that he followed up with the peritoneal dialysis nurse (pdn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the patient line and supply bag, which is a use error that can cause system error 2240 alarms. The home patient (hp) stated that the supply line disconnected from the bag. Per the hp, the solution bag connection was not tight enough and disconnected. A labeling review found the labeling to be adequate for the use/user error identified in this incident.